Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received scan result of 54 mg/dL on the ADC device compared to glucose reading of 185 mg/dL obtained on competitor brand meter. When plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dL per minute). The customer experienced trembling, sweating and self-treated with insulin (type/dose unspecified) and weight-loss injection Ozempic. The customer called the emergency services and was admitted to the hospital for observation. The customer was also given a regular insulin injection and consequently experienced hypoglycemia. The insulin dosage was readjusted in the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.